Event description:
During a thoracoscopy the ez45g stapler jaws were opened after insertion through the trocar and the cartridge fell out the jaws into the patient's chest cavity. It was retrieved and a second cartridge was loaded into the stapler. The same thing happen. A second ez45g was opened to complete the case. It worked well. There was no consequence to the patient.

Manufacturer narrative:
Visual inspections & results: lockout position; ab unfired. Cartridge condition; ab unfired. Cartridge return batch number; a h0038d b h004. Condition of knife; good. Instrument number; 498. Functional tests & results: condition of firing trigger lockout; good. Condition of pinion gear; good. Condition of short rack; good. Condition of yoke; good. Was instrument cycled; yes. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the cartridge reportedly "fell out of the instrument" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The cartridge retention feature was measured and was found to be within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.